Event description:
Same case as MDR ID 2134265-2015-04862. It was reported that patient death occurred. The patient presented with stable angina. Vascular access was obtained via the femoral artery. The 95% stenosed, 38mm and 32mm in length, eccentric, de novo target lesion was located in the mildly tortuous, moderately calcified, 2.75mm and 3.5mm in diameter left main artery to left anterior descending artery. A6f jl guide catheter was placed and a choice floppy guide wire was advanced. The lesion was predilated and the percent stenosis of the lesion immediately after predilation was 75%. The physician then implanted a 2.75x38mm and a 3.50x32mm promus element¿ plus stents. However, because of low ejection fraction and left ventricular failure, the patient died.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).